Event description:
It was reported that the system displayed a control panel error, requiring the system to be rebooted in order to restore functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.